Event description:
Our office has treated a (B)(6) year old female child who was burnt at night in her sleep while using an enuresis alarm. The parent said that the alarm is new and was used only once. Child went to sleep at 8:15 pm and parents heard her crying at 8:35 pm. Parents removed alarm which was operating at the time and alerting the user. There was no urine still the system was turned on and beeping. The alarm was hot and parents had a hard time removing it from child. They also complained of burning smell. Although the child was barely injured, the alarm could have caused serious injuries. FDA safety report ID # (B)(4).